Manufacturer narrative:
The astral device was returned to resmed. Evaluation confirmed the reported complaint. Device was returned to customer unrepaired due to the customer declined service. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf179) related to the super capacitor. There was no patient harm or serious injury reported as a result of this incident.